Event description:
General report received of an unspecified number of undocumented incidents of tubing ruptures during use with power injectors. It was reported the customer typically sets the medrad power injectors at 100 ps to infuse approximately 100ml of isovue 370 contrast at a rate of 1.4ml/sec. Almost immediately after the pressure injections were initiated, approximately 1 cm long "splits" were noted below the y-sites of the tubing sets. The IV sites remained patent, the IV tubing sets were changed, and unspecified CT studies were resumed. The events resulted in contrast spills, additional cost for contrast, and slight delays in the completion of the procedures. However, there was no reported bleed back or blood loss. There were no reported adverse patient effects and no medical intervention required. Though requested, no additional information was provided.

Manufacturer narrative:
The actual device involved in the reported incident was not returned for analysis. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided a product list of those high pressure sets which are inappropriate for use with power injectors.